Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Product event summary: evaluation determined that standard investigation is not needed because the event was determined to be not MDR reportable per work instruction (B)(4) medical device reporting, and there was no reported device allegation or returned product analysis findings suggestive of a failure of a device, labeling or packaging to meet specifications. Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_ext, lot # unknown, product type extension. (B)(4).

Event description:
Jochim, a., castrop, f., gempt, j., haslinger, b. Periodic hiccup in patients with subthalamic deep brain stimulation for parkinson's disease. Parkinsonism <(>&<)> related disorders. 1353;2015. Doi:10.1016/j.parkreldis.2015.07.010 summary: this report concerns two patients with tremor-dominant parkinson's disease (pd) who developed periodic, intractable hiccup after undergoing a subthalamic deep brain stimulation (dbs) operation. In both cases the procedure had sustained beneficial effects on the motor symptoms. The impulse generators (activa pc®, medtronic (B)(4)) were placed in the right infraclavicular region, and the position of the dbs electrodes was controlled by a computed tomographic (CT) scan. Treatment with domperidone and baclofen improved the hiccup, but did not stop it. Reported event from article: [age: 71, male] it was reported that the patient developed hiccup two days after deep brain stimulation (dbs) surgery for treatment of parkinson's disease (pd). It lasted 10 days with intermissions of a few hours. It was noted that the patient experienced sustained beneficial effects on motor symptoms. Preoperative medical treatment with levodopa and ropinirole had been changed to a levodopa monotherapy plus caffeine, paracetamol and cefuroxime. Dbs was initiated five days after the operation, and the last modification to the parameters was performed seven weeks later. Hiccup reoccurred without any obvious trigger five months after the operation and stopped spontaneously two days later. The temporal correlation between the dbs operation and the beginning of the hiccup, along with the periodic appearance afterwards without any other obvious trigger, point to a possible relation between dbs and hiccup. The reoccurrence of the hiccup also suggests a stimulation-associated effect. Additional information received reported that the singultus had occurred on (B)(6) 2014. The patient was treated with motilium (10mg p.o. 1-1-1) (B)(6) 2014, additionally baclofen (5mg p.o. 0-1-1) on (B)(6) 2014; then baclofen (10mg 1-1-1) on (B)(6) 2015. The patient was treated with tavor expedit (1mg 1-0-0), baclofen (5mg 1-1-1), citalopram (20mg), and requip modutab (2mg p.o.) On (B)(6) 2014. The patient was then transferred to the department of psychiatry because of suicidal ideation due to a dopamine agonist withdrawal syndrome. The singultus stopped after three days and reoccurred for some hours during the following weeks. It reappeared for two days in (B)(6) 2015 and stopped spontaneously. The cause of the event was not determined.